Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to unknown reasons. A different lead was used to complete the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Amendment: according to additional information from the sales representative, the lead was an attempted implant due to tissue being stuck in the helix which could not be removed. This is no longer reportable. Please discard report number 2124215-2023-40885.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to helix issues. During the procedure, while attempting to map the ventricle for good pacing threshold, the helix developed tissue within the helix that could not be removed. A different lead was used to complete the procedure. No additional adverse patient effects were reported.